Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings and self-treated by eating to raise sugar levels and "the sugar was already too high." Customer experienced symptoms described as "became very dizzy, stumbled (nearly fell over 3 times)" and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified oral treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.